Event description:
On (B)(6) 2024, a sales representative reported via phone that two ar-2424phs peeks knotless hip suturetak anchors fell off the inserter shaft before being inserted in the drilled bone socket. The surgeon completed the case using another implant. This was discovered during a hip labral repair procedure on (B)(6) 2024. The case was delayed less than fifteen minutes; however, additional anesthesia was not needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.